Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation verified that the knob does not power off the unit and front panel buttons are not responding during testing. Upon internal inspection, observed a loose conductor cable on the control board, causing the fault. A pic would not provide sufficient evidence in this case. The conductor cable was reseated to resolve the problem. How the cable became loose could not be determined. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.